Event description:
During the procedure, air was noted in pericardial space due to aspiration from the introducer. While collecting epicardial geometry with the catheter, in one particular area, the grid signals displayed noise. Visually, the catheter disappeared or appeared as ¿stretched¿, consistent with high impedance. The cable was exchanged as well as the catheter with the same outcome. It was thought that possibly there was air in the pericardial space, which was confirmed and due to aspiration from the agilis epi introducer. Patient had no adverse consequences and was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported ai leak remains unknown.

Manufacturer narrative:
Corrected code: gas leak.